Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl resulting in a "sore leg" and "damage to the kidney and liver". Reportedly, the customer was using humulin r u-500 within their pump supplies. Customer consumed carbohydrates to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 5 days later with the issue resolved and no permanent damage. Reportedly, a healthcare provider performed a system check and customer continued to use the pump for insulin therapy. Tandem technical support advised the customer against using off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.